Event description:
It was reported that the patient lost consciousness after the pod failed to communicate with the personal diabetes manager (pdm). The patient called the dutch emergency number, but did not seek medical assistance. There were no further information to the patient's treatment.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported loss of consciousness. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.